Manufacturer narrative:
(B)(4). The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, the pump failed the sleep current measurement due to a problem isolated to pcb1.

Event description:
Information received by medtronic indicated that the insulin pump had sudden power down and unexplained no delivery alerts. The customer stated that the insulin pump had frequent battery changes and getting lost sensor readings. No harm requiring medical intervention was reported. The device will be returned for analysis.